Event description:
The customer reported that her bg levels rose consistently during the first day of pod wear, resulting in high readings (254-320 mg/dl). She therefore felt the pod had malfunctioned and removed the device. Upon removing the pod, she noticed that there was redness at the site and that the cannula was kinked, though no alarm was initiated. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The pod was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.